Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that the implanted cardioverter defibrillator exhibited post paced t-wave oversensing. Since this was only noticed over one day, the physician elected to make no programming changes or revisions at the time and the patient would continue to be monitored. The patient was in stable condition.